Event description:
While using a byte day aligners, patient reported experiencing burning sensation on their gums and tongue as soon as they had started aligner treatment. They thought it was temporary and would go away, after step 4 aligner they now have blisters on their tongue and constant pain. They must use numbing medication to just be able to eat. Patient having possible allergic reaction, requesting additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.